Event description:
Information received from the field notes that during a routine follow-up, the device was found to be at end of life at a rate of 63 ppm. Measurements could not be performed. At a follow-up one year previous, the estimated longevity was >60 months. The patient was not pacemaker dependent and there were no adverse effects.